Event description:
The device was used during a "spair" procedure. Approximately 2 weeks postoperatively, the pt was readmitted for a second surgery because the suture thread broke. Another suture was used and the pt is doing fine. The surgeon was not upset with the product performance; rather he indicated that he should have used a larger suture thread size, to accommodate this large repair.